Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump's black box showed no evidence of short battery life. The battery cap was able to fully tighten to the pump and the battery compartment was intact. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad peeling from bottom of the keypad to the ok button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.